Event description:
A report was received that a patient was experiencing discomfort at the site of the lead extension. The extension creates an uncomfortable "tugging" sensation when the patient moves. The patient will undergo a revision procedure.

Event description:
A report was received that a patient was experiencing discomfort at the site of the lead extension. The extension creates an uncomfortable "tugging" sensation when the patient moves. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70, serial/lot # (B)(4), description: linear st lead, 70cm. Additional information was received that the patient underwent a revision procedure. An impedance check revealed high impedances. The physician replaced the lead and the lead extension. The patient had some bleeding/hematoma post operatively, however the physician assessed that it did not warrant further action at this time. The patient was reportedly doing well following the procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.